Event description:
Customer stated that the pump in style breast pump she purchased hurts when she uses it. During clinical assessment on (B)(6) 2013, mother reported she developed mastitis, was treated by her doctor with antibiotics and is now recovered.

Manufacturer narrative:
Customer has discontinued use of the product and refused to send the defective product to medela. "Mastitis is usually a benign, self-limiting infection, with few consequences for sucking infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).